Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) will work normally displaying the vitals but then it will drop out and then it will come back on while in patient use. No patient harm was reported. They will send in the cns for evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) will work normally displaying the vitals but then it will drop out and then it will come back on while in patient use. No patient harm was reported.

Manufacturer narrative:
Complaint summary: the biomedical engineer (bme) reported that the central nurse's station (cns) will work normally displaying the vitals but then it will drop out and then it will come back on while in patient use. No patient harm was reported. They will send in the cns for evaluation. Root cause investigation: evaluation of the returned device could not duplicated the reported issue. No issues were observed during evaluation. It was found that the hdds were aging and nk ts recommended replacement of the hdds. As the issue could not be duplicated, the root cause cannot be determined. No issues were observed during the evaluation. Due to the nature of the complaint, possible cause may be related to communication interruptions with the cns. This issue will be tracked for future occurrences.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) will work normally displaying the vitals but then it will drop out and then it will come back on while in patient use. No patient harm was reported.